Event description:
Customer runs troponin ultra assay in duplicate. Discordant troponin-I ultra result of 0.042 ng/ml and 0.076 ng/ml was obtained on a patient sample. The sample was retested and the results of 0.042 ng/ml and 0.042 ng/ml were obtained. The lab cutoff for tni is 0.05 ng/ml. Results were not released to the physician. Patient treatment was no prescribed or altered. There was no report of adverse health consequences as a result of the discordant troponin-I ultra result. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown.

Manufacturer narrative:
No further evaluation of the device is required. A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications.